Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the pediatric patient stared vomiting. However, the cgm was showing below hundreds (no exact value reported). They did not perform a fingerstick test as they did not realize it was inaccurate. No medications were provided at home. The parent took the patient to the ER due to vomiting. When they checked the bg meter, it was 421 mg/dl, whereas the cgm was 122 mg/dl, which was eventually removed. They performed a bloodwork which confirmed a diagnosis of diabetic ketoacidosis (dka). The patient was treated with IV insulin and IV saline with electrolytes. The patient was discharged on (B)(6) 2025, a total of 24 hours of stay. The last bg reading known was below 200 mg/dl and the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.